Event description:
The patient reported scratching open the pocket incision, and seeing through the open incision a white string. The patient was prescribed antibiotic cream, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: (B)(6) 2015. (B)(4)